Manufacturer narrative:
(B)(4). The customer's report of the set leaking is confirmed. The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing and for connection issues. No anomalies were found. Function testing was performed a leak was noted from the middle of the tubing sleeve. Microscopic inspection found a small cut in the middle of the tubing sleeve between the pvc tubing and nitro tubing. The root cause of the leak was identified as a small cut in the middle of the tubing sleeve. The source of the cut was not identified.

Event description:
Customer reported a leak in a set at the distal portion four to five inches below the pump at the green tinted sleeve connector. There was no report of patient harm and no medical intervention required. Although requested, no further patient or event details provided.